Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number mlp-017108, and the reported patient outcome due to mesenteric infarction could not be conclusively established through this evaluation. The relevant sections of the device history records for mlp-017108 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient passed away related to mesenteric infarction. It is reported that the outcome is not device or therapy related. No autopsy was performed. The device will not be returned for evaluation.